Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and developed shortness of breath and subsequently experienced cardiopulmonary arrest with a demised outcome. The patient was on independent support by the impella 5.5 (recently weaned off from extracorporeal membrane oxygenation) and had developed shortness of breath while sitting during rehabilitation on the seventh day of impella mcs. An angiography revealed a pulmonary embolism in the main pulmonary artery which was difficult to treat leading to a do not attempt resuscitation. The patient was diagnosed with heparin induced thrombocytopenia (hit) at the time of the above conditions and it was believed that the hit had contributed to the pulmonary embolism. Heparin was in the purge line leading up to the event. The patient would expire two days later. Reportedly, the cause of death was pulmonary embolism, and the cause of hit was the use of heparin. It is unknown of the hit contributed to the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported thrombocytopenia and thrombus has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the thrombocytopenia and thrombus could not be determined since the product was not returned and insufficient clinical details were provided. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ b.2 revised selections as an incorrect selection was previously selected on the initial manufacturer device report number 1220648-2025-25719 and a new selection was added. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25719 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.10 additional manufacturer narrative instructions for use were inadvertently omitted from the previously submitted initial manufacturer device report number 1220648-2025-25719.